Manufacturer narrative:
(B)(6). Foreign report source: (B)(6).

Event description:
Information was received indicating that smiths medical cadd medication cassettes in use with a cadd-legacy plus pump were under-infusing medication. It was reported that the medication was delivered at 3.5 ml per hour and that after twenty-four hours 84 ml would have infused with a volume of 16 ml remaining; however, per reporter about 30 ml remained. Reporter stated that the under-delivery side effects such as headache and diarrhea were strong, but no adverse patient effects were reported. Please reference related reports for cassettes used with the cadd-legacy plus pump: 3012307300-2019-06475, 3012307300-2019-06111, 3012307300-2019-06483, 3012307300-2019-06484.